Manufacturer narrative:
(B)(4). Upon further follow up it was determined that baxter us does not have reporting responsibility for this product.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that the blue part which will be connected to the vena tubing catheter was kinked and that it was making the connection was difficult. This was discovered in the beginning of the treatment when the patient was being connected. The sample will be requested from the customer.